Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator ipg and the area was very sore after charging. The patient observed a slightly open wound at one end of the ipg incision site. A blood test was performed and confirmed there was an infection present. The patient underwent a course of IV antibiotics. The patient was feeling much better after the course of antibiotics.